Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Blood leak was confirmed with blood test strips. Estimated blood loss was 250cc's. Blood was not returned to the patient. Nurse stated that the patient was asymptomatic. Patient is very new to treatment and came to the clinic with already low hemoglobin levels. Patient was given oxygen and md was called. Sample has not been returned to the manufacturer.

Manufacturer narrative:
Medical records have been received by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigation.